Event description:
It was reported that a spectrum pump alarmed downstream occlusion upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: the device was received for evaluation. During evaluation, the device had delayed inputs. The cause was identified to be the processor board having a delay greater than 1 second. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion did not occur. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.